Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient's father reported on (B)(6) /2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.